Manufacturer narrative:
(B)(4). Date sent to FDA: 7/27/2018. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: has the patient pigmentation resolved? One month after the surgery, the pigmentation hasn't resolved yet. What is the physicians opinion of the contributing factors to the pigmentation? The doctor thought the pigmentation occurred because dermabond was applied without wiping off the antiseptic drug olanedine. The doctor commented, in other cases, there was a rush without dermabond when using olanedine. Procedure name initial procedure date location and incision size of product application? The procedure was laparoscopic cholecystectomy. The procedure date is unknown. There are two locations in the abdomen, ports of 5 mm troker. What prep was used prior to, during or after dermabond use? The antiseptic drug olanedine was used, before dermabond. Was a dressing placed over the incision? No information. If so, what type of cover dressing used? What was done to address the patient pigmentation ? There is no additional treatment. Please indicate any additional medical or surgical intervention performed or planned? There is no additional treatment. Do you have the product code and lot number involved ? Possible lots are mcj607 or mah161, and there are no similar complaints. Patient demographics: initials / ID; age or date of birth; bmi patient pre-existing medical conditions: the patient is (B)(6) years old man. We have other additional information. There is no swelling, pain, itching. There is no problem in the patient's condition."

Event description:
It was reported that a male patient in his late (B)(6) underwent a laparoscopic cholecystectomy on an unknown date and topical skin adhesive was used. After the topical skin adhesive came off from the skin, pigmentation occurred. There are two locations in the abdomen, ports of 5 mm trocar that became purplish. The doctor thought the pigmentation occurred because the topical skin adhesive was applied without wiping off the antiseptic drug olanedine. There was no additional treatment provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mcj607, mfg. Date - 3/13/2018 ; exp. Date - 2/29/2020. Batch mah161, mfg. Date - 1/12/2018 ; exp. Date - 12/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.